Manufacturer narrative:
The infusion set information was received. The information has been sent to the infusion set manufacturer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level of 292 mg/dl after receiving an occlusion alarm. System check performed with tandem customer technical support determined that the location of the occlusion was in the infusion set tubing. Customer was advised to change out the tubing. Customer did not have access to infusion set tubing but stated they would revert to injections to lower blood glucose level. During follow up call, customer's blood glucose levels were declining (256 mg/dl). Customer was unable to provide infusion set brand.